Event description:
On 03/11/1997, the MFR rec'd info from the dist regarding a facility in co's territory that had three incidents involving this product. This incident concerns the first incident (ref. MDR#'s 1056436-1998-00025 & 026). The report states as follows: when suturing, the cuff tears off disintegrating and separating from the cannula. No further details were provided.